Event description:
Customer reported low ma error was displayed. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and x-ray tube. System is operating as intended.